Event description:
A olympus representative reported on behalf of the customer an error message of esg-400/e006 while using hf unit "esg-400. There were no reports of patient, user harm or procedure associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.